Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. E. An address was not provided, company name has numerous locations.

Event description:
It was reported that bd insyte autog bc some leak. The following information was provided by the initial reporter: some are leaking, some get jammed and don't retract.

Event description:
No new information to provide.

Manufacturer narrative:
The initial MDR was created in error. It has been identified that the complaint record associated with this MDR is a duplicate record and will be cancelled. H3 other text : see narrative.